Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a 3-lumen catheter along with a photograph. The distal end of the catheter body was cut at the 10 cm and not returned. The white proximal luer hub was attached to the extension line. Microscopic examination of the extension line revealed that when flexed, it started to tear at the entrance to the hub but was not fully separated. Part of the extension line was visible inside the hub. A review of manufacturing records did not yield any relevant findings. Based on the tear in the extension line and the report that it occurred in use, operational context caused or contributed to this event.

Event description:
It was reported that during use on the pt, the white hub detached from the lumen. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complication to the pt as a result of this issue or occurrence.

Manufacturer narrative:
Qn# (B)(4). Additional info: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.